Event description:
The sheath separated and the distal portion of the cannula remained within the vessel. The report received from the field indicated that the sheath separated and the distal portion of the cannula remained within the pt's vessel. Further discussion with the physician revealed that an antegrade stick after a retro stick caused the sheath separation. The physician made a cut down to remove the sheath. The pt has been discharged and is in good condition.